Manufacturer narrative:
The device investigation has been completed on 28-feb-2025. It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) procedure with an octaray mapping catheter. There were no problems in mapping. After the procedure was completed, the physician commented that the handle of the octaray was slick and asked the question whether any lubrication was used or not. The procedure was completed without patient consequence. Additional information was received which indicated that the grease like material was found on the handle. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. No foreign material was observed during the inspection. The sticky material in the handle reported by the customer could be related to the grease that is used during the manufacturing process, which is within specifications. A manufacturing record evaluation was performed for the finished device number lot 31387768l and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use of the device contain the following recommendations: inspect the sterile packaging and catheter prior to use. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) procedure with an octaray mapping catheter. There were no problems in mapping. After the procedure was completed, the physician commented that the handle of the octaray was slick and asked the question whether any lubrication was used or not. The procedure was completed without patient consequence. Additional information was received which indicated that the grease like material was found on the handle.